Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances since implant. The pacing impedance is normal and stable. Also, noise was not observed. A shock test to determine real shock impedance was recommended, nonetheless the patient wanted to avoid shocks due to post-traumatic stress disorder from previous device shocks. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances since implant. The pacing impedance is normal and stable. Also, noise was not observed. A shock test to determine real shock impedance was recommended, nonetheless the patient wanted to avoid shocks due to post-traumatic stress disorder from previous device shocks. The rv lead remains in service. It was later reported that a defibrillation threshold (dft) test was completed for this rv lead and implantable cardioverter defibrillator (ICD). A code 1005 related to an open circuit detected was triggered. The shock impedance continued to be high, out of range. The rv lead and ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.